Event description:
It was reported that approximately one year post op a swedish adjustable band procedure, a leak was detected on the balloon by the surgeon. The band was replaced. There were reported patient complications.

Manufacturer narrative:
Information anticipated, but unavailable at this time.